Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the tip of the electrode was shorter than usual. Customer's blood glucose level was unknown at the time of incident. Customer stated that the event above occurred three times in a row. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.